Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The following physical damage was noted: cracked reservoir tube lip, cracked display window, severely scratched display window, and cracked casing near the display window corners.

Event description:
It was reported via phone call that the customer's insulin pump alarmed button error. No further details were provided; the call was disconnected while the caller was on hold. The insulin pump was returned and replaced.